Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. The vessel sealer extend (vse) had a dislodged backend pulley at the proximal end housing. This causes rattling in the housing. The pulley was detached from its original position and loosely placed inside the housing. As a result, the grip and wrist cables became loose. The jaws did not open and close properly upon testing. The instrument also was found to have loose grip cable and snake wrist cable in the proximal end. The cables were loosely placed around the clamping pulleys. The instrument exhibited imprecise motion during gripping and un-gripping. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The grip tips moved within the joint limits and in the commanded direction; however, a lag or delay in the motion that was observed. The jaws failed to open properly. The root cause is attributed to dislodged backend pulley loose wrist and grip cable at the proximal end.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend failed to open. The user completed the procedure with no further issue reported. Intuitive followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.